Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that with a patient that had a rhythm, the defib said asystole and kept alarming. No adverse patient impact was reported.